Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 55th complaint for lot # 8324761 for this type of defect or symptom. (Needle clogged/ blocked) previous complaints (B)(4). There was no documentation for this type of defect during the entire production run of this batch. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that needle 30x1/2 rb was clogged. The following information was provided by the initial reporter: "on (B)(6) 2020, in (B)(4) hospital, when 8324761 batches of injection needles were used, the injection needle was replaced after the syringe was drawn. During the exhaust process, it was found that the injection needle could not exhaust and the needle was blocked, which resulted in the failure of the injection process."